Event description:
The pt's device was working well until february 2003. In february 2003, the pt's device reportedly stopped workng. The pt was seen for evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the device was no longer functioning.